Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately three years post-implant, it was reported that the pt had a pump stoppage, low speed and low flow alarm for approximately two minutes. The pt went to the hosp and the pt's event history was reviewed. The event history indicated a pump stoppage while the pt was connecting from a power module to a battery. An x-ray was taken and indicated a possible pinch above the external bend relief of the percutaneous lead. The hosp readmitted the pt for 48 hours to monitor the situation. Additional info received indicated that the pt was seen approximately eight days later for a follow up and the pt reported a bent pin in the power module pt cable. The pt had straightened the pin; however, no further alarms had occurred. The hosp replaced the power module and pt cable. Approximately eight days later, the hosp reported that the pt had another pump stoppage. An additional x-ray of the percutaneous lead was performed. The pt is not symptomatic during the events and a non-grounded cable was requested for troubleshooting purposes.

Manufacturer narrative:
The pt remains on lvad support with the pump. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.